Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : analysis unable to reproduce customer complaint, however complaint is confirmed: programmer is sluggish when going from action to action. Found thermal threshold failures in event logs that indicate performance issues: sensor 1 - central processing unit (cpu) died. Power supply overheat indication received from connection 2090. Replaced microprocessor and power supply. Unable to reproduce customer complaint, however complaint is confirmed: hard drive is 10 gigabytes in a burbot unit to address customer complaint and as an upgrade number replaced and re-imaged hard drive with new 40 gigabyte. System fan is noisy. Replaced system fan. All salvage material was inspected per applicable requirements. Reconfigured hard drive, reloaded and updated software. Programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's performance was sluggish when moving from action to action. In addition, the log could not be read. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.